Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The printed circuit board plugs were placed in the proper position and fluoroscopic x-ray was restored. The sys was tested and operates as intended.

Event description:
The customer reported that the 9600 sys will not perform fluoroscopic x-ray. No pt injury was reported.